Manufacturer narrative:
The device serial number, lot number and UDI is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. D¿ettore, n., petruzza, a., cardinale, a., bensi, t., maj, g., ciriello, m. M., & pappalardo, f. (2025). Platelet derived prothrombotic microparticles and adverse events in patients supported with impella 5.5. The international journal of artificial organs, 48(10), 794¿799. Https://doi.org/10.1177/03913988251357199.

Event description:
Abiomed japan forwarded publication entitled: "platelet derived prothrombotic microparticles and adverse events in patients supported with impella 5.5". Case study patient #1 was on the impella 5.5 for support during percutaneous coronary intervention (pci). After 34 days on support the patient was weaned for explant, however during the weaning there was aortic valve heart block of 3rd degree, atrial fibrillation, and a pacemaker was placed. The patient survived.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Arrhythmia/heart block: the root cause of the injury was unable to be determined due to insufficient clinical details.